Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. When powered on one led segment does not illuminate on the upper right led digit and some led segments are incorrectly illuminating. Internal inspection showed the blank led segment on d16 measured with diode voltage drop of 1.4 vdc, also the user interface board component u2 led driver has failed resulting in incorrect led illumination. The user interface board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported led segments in display are missing some bars. No consequences or impact to patient were reported.